Event description:
A (B)(6) old female patent with pelvic trauma and anorectal trauma was implanted with an acticon device on (B)(6) 2004. On (B)(6) 2009, the cuff and balloon were removed and replaced due to fluid loss from cuff. A request for the device has been sent and the device has not been returned for analysis. No further information has been provided.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than it's usual.